Event description:
The facility's biomedical engineer reported a flogard infusion pump was in the "lock" mode and the nurse was unable to program additional volume to be infused. The patient expired. The pt was admitted to the emergency room in 2005 with abdominal pain and was diagnosed with peritonitis (from the peritoneal dialysis catheter), sepsis, and hypotensive. The pt had been on peritoneal dialysis for one year, and on hemodialysis for the last 2 months. The peritoneal dialysis was not working for the pt and therefore, hemodialysis was started two months ago. The peritoneal dialysis catheter remained in the pt's peritoneum / abdomen. The flogard pump was first placed on the pt in 07/2005 and dopamine, with a concentration of 800mg/250ml, was started at an unspecified rate. Levophed, an order of 40mcg/min to be titrated up to 75mcg/min, was started a few days later (unspecified date) for additional blood pressure support. Levophed was at double concentration due to the pt's renal disease and fluid restriction. While on dopamine and levophed support, the pt blood pressure was reported to be as low as 70-80's. When levophed infusion was started, dopamine was moved to a new pump. Flogard pump, serial number 13100222fb, was being used only on one chamber and was infusing levophed on chamber 2 three days later, the patient was taken to the operating room for removal of pd catheter. The pt was in the intensive care unit on a ventilator, restrained and not able to move. The pt had a double lumen PICC (peripherally inserted central catheter) in the right upper arm. A new bag of levophed was started the night before the incident. Two days after (date of the incident) at 2am, the physician was asked for an additional arterial PICC line. The physician wrote an order to assess the pt for arterial PICC line in the am. In 2005 at 13:30 pm, the pt was put on hemodialysis, which was started at 12:30pm. The pt's blood pressure was in the low 80's. The rate of levophed was being titrated all morning by the nurse taking care of the patient. The last time the rate was titrated prior to the event was at 13:15, when the rate was increased to 35.7mcg/min, 75ml/hr, and then at 14:00, the rate was increased to 50mcg/min. The last recorded vital signs obtained prior to the event was at 14:00 with the following values: heart rate = 151, blood pressure 86/40, respiratory rate = 20 and oxygen saturation = 96% (on a ventilator). The event occurred at 14:40. A dialysis nurse was in the room. The nurse taking care of this patient was in a room next door. The pump alarmed and the nurse noticed the volume to be infused (vtbi) was at "0". The dialysis nurse attempted to program additional volume for the infusion, to allow the patient's nurse time to obtain a new bag, but she was unable to program the pump due to the pump displaying "loc". The dialysis nurse went next door to get the patient's nurse. The pt's nurse came and tried to program the vtbi but was unable to make the change. The nurses not being familiar with the message ("loc") and not knowing how to take the pump out of the lock mode unloaded the IV set and reloaded the set into the empty chamber 1 of the flogard pump. The nurse then attempted to program the vtbi, however, she was unable to program the pump due to the pump's panel being locked. The nurse went to another room and quickly obtained a new pump and levophed was then started. Reportedly, the pt remained without medication (levophed) for less then 2 minutes. At that time, the pt's heart rate and blood pressure dropped and a code was called. CPR (cardiopulmonary resuscitation) was performed and epinephrine was administered. The pt's heart rate came back up. Within 15 minutes, the pt "lost" blood pressure and heart rate again. Epinephrine, atropine, and bicarbonates were administered to the pt and CPR was performed. At 15:10, the rate of levophed was increased to 75mcg/min on a new pump. The pt then "coded" a third time. At that time, the family made a decision not to resuscitate, dnr (do not resuscitate) the patient and allowed the pt to expire. The pt expired at 15:42. According to the risk manager, an autopsy was not performed and based on the pt's chart, "the pt died due to a septic shock". According to the risk manager, the renal physician stated the event did not cause the pt's death.